Event description:
During robotic assisted laparoscopic distal pancreatectomy, robotic harmonic endowrist was being used for cautery. Pa-c noticed a piece of the insulated inner jaw of disposable harmonic came loose, and suctioned with laparoscopic suction. Instrument was removed and passed off the field with original wrapper. Field visualized for remaining pieces, with none found. Pa-c affirmed suctioning the loose piece with suction tip. A new insert was passed up and used for remainder of case.